Event description:
It was reported by service report that the scale and bed exit were not working properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right load cell cable was cut in half causing the scale and bed exit malfunction.